Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The complaint was reported by a customer from USA: "they had an over delivery. It was on a patient with chemo medication , a 46 hrs. Infusion completed in 18 hrs. When asked if there was human harm, patient said that he is just ok. Is still using the pump retrieved from patient to pull the history need to returned . Replacement is needed ship attention to (B)(6). 200 ml bag , using the revision 11.53 , it was to deliver 4.4 milliliters per hour, it was delivered supposed to be overnight but patient noticed that it was delivered completely. Delay in therapy: yes. Need for medical intervention: no. Human harm: no." Additional information received on aug 03, 2015: "relative to if there was human harm when I asked (B)(6) how the patient was doing, she informed me that the patient did not seem to have any side effects thus far. I am not sure of the gender of the patient. As for if there was a delay in therapy the patient received their therapy but in less time than they should have."